Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient reported the stimulator has not worked for them since implant. Patient stated they are having it taken out on the 11th because it is not working. Patient reported during the trial it worked but once they got the actual stimulator put in it didn't. Patient mentioned they only were able to get one of the "probes" in so they didn't have both "probes" in anyway and it has caused them a lot of problems at the end. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt clarifies the implantable neurostimulator (ins) not working reporting "there were no specific known device malfunctions identified, however the primary concern was the loss of therapeutic benefit following the implantation compared to the successful trial period." Pt reports that the cause was not identified but reports that it was discovered that only one lead was implanted. Pt reports the implant/lead was removed (B)(6) 2026 after approximately 3 years of changing settings and other various attempts for it to work. Pt reports removing the device resolved the issue.